Manufacturer narrative:
Product event summary: analysis confirmed that the programmer had a noisy ECG signal due to a loose ECG connector. Device needed the link electronic module (lem) circuit board replaced.

Event description:
It was reported that there was noise on the surface egm (electrogram) during a case. Artifact detection and changing cables/outlets were attempted to resolve the issue, without success. The programmer was returned for repair and check. No patient complications have been reported as a result of this event. Follow-up information was subsequently received reporting the noise was determined to be external, from a live wire not grounded properly on the table. Once the programmer was removed from the table, the noise cleared.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).